Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced urinary incontinence, infection and sling exposure. An excision of exposed vaginal sling was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.